Event description:
New information received notes that the during the procedure, the right atrial (ra) lead dislodged which was able to be confirmed via fluoroscopy, exhibited intermittent sensing and sensing less than 1 millivolts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited unspecified issue and failed to extend helix. The ra lead was not used and the physician opted to use to single chamber device to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were sensing intermittently, lead dislodgement and helix issue. The reported events of sensing intermittently and helix issue were confirmed. A complete lead was returned in one piece for analysis. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cleaning, the helix could be extended and retracted when torque applied to the inner coil. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths. The cause of the reported event of sensing intermittently was isolated to internal shorting due to over torqued inner coil inside the connector region consistent with procedural damage. No other anomalies were noted.